Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e1, h6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure observed non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.